Manufacturer narrative:
One opened sample, part number (B)(4), from lot number 0214264509 was received. Product analysis results: there was a residue consistent with biological contaminants on the device. A portion (approximately half) of the diamond grit was missing which would have resulted in the reported event. The diamond grit that became detached includes the plating (possibly nickel) it was attached to. The portion that detached was not returned. The tip shall be diamond plated with 50 / 60 grit. There were no signs of misuse or mishandling. The information most likely indicates there was insufficient adhesion between the components which caused the detachment. There was an out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
The bur broke as soon as it contacted bone. There was no patient impact or injury. There were no fragments that needed to be retrieved. The procedure was completed using a back-up device.